Event description:
The patient had a fistulogram and balloon angioplasty. During the procedure the entire balloon ruptured and detached from the catheter. The balloon material remained in the pt. The location of the balloon material is unknown, probable embolization, pt is asymptomatic.